Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed a rapid decrease in continuous glucose monitor readings on the ilet from 285 mg/dl to 65 mg/dl, while a fingerstick reading was 85 mg/dl, without manual injections or meal announcements and with missing data in the bionic report due to unsynced mobile data. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no ketone testing, no backup therapy, and self-monitoring at home. Investigation included customer education on data syncing and review of available device data. Investigation of this case revealed incomplete data due to lack of syncing and a missed meal announcement, which limited assessment of insulin delivery decisions and contributed to perceived glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement and insufficient data synchronization.